Event description:
It is reported that the device was implanted in 1996. The device was revised in 2006 due to pain, loosening, metal wear debris, impingement and luxation.

Manufacturer narrative:
Evaluation summary: patient weight, build and activity level are not known. Poly has been fractured at multiple locations. Additional x-rays may have provided more insight into the situation. Exact cause for current situation is not known. Evaluation: liner exhibits severe deformation damage on the medial dome and along the rim. Several sections from rim have fractured off. It cannot be determined if all sections were returned. No lot number was provided; therefore, manufacturing records could not be reviewed. Scanning electron microscope examination showed wear of liner. Energy dispersive spectroscopy analysis of liner material showed carbon (c) peak in spectrum, typical of uhmwpe. Ti and bone chips were also observed.